Manufacturer narrative:
(B)(4).

Event description:
During incoming/labeling operation found the following defect: label on pouch illegible incorrect or letters/numbers missing. Unreadable printed label (lot# and expiration date).